Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try different charging solutions, which did not resolve the issue, leading to a decision to replace the pump. Customer reverted to an alternate method of insulin therapy.